Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified the weight of the device within specification, white particles on the shell and a curved opening. A visual and microscopic analysis were performed which identified fold creases, non-penetrating nicks and a striated opening on the anterior side. Based on the device analysis the final assessment is a striated opening on the anterior side assessed as surgical damage consistent with the use of a surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.